Event description:
As reported to coloplast though not verified, the patient was implanted with virtue sling. Later the patient experienced that his incontinence had returned and subject elected to have the sling removed and replaced with an artificial urinary sphincter.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.